Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the cathode of right ventricular lead was broken and the right ventricular lead exhibited high pacing impedance. The reported lead was not implanted. The patient was in stable condition.